Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent bifurcate, limb and aortic extension were implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm. It was reported on the date of the CT under 13 years later, a type ia & type ib endoleak were diagnosed. It could not be determined if the ia endoleak was present on the bifurcate or aortic extension. The ib endoleak was present in both limbs. Intervention was performed the next day, a proximal non mdt stent graft was implanted just distal to the celiac artery and then it was laser fenestrated and stented the sma and left renal arteries. The physician then extended into the left external (hypogastric was previously cooled) with a 16x16x199 and extended the right with a 16x24x124 landing just proximal to the right hypogastric artery. The endoleaks were resolved by the end of the procedure. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is fine.